Event description:
While evaluating the device logs for another complaint, it was observed that the pressure output values for the inspiratory and expiratory pressure transducers had drifted.

Manufacturer narrative:
Our field service engineer replaced two pressure transducers from the device, one on the inspiratory side and the other from the expiratory side. The ventilator passed functional tests and was returned to service. The pressure transducers have not been received for investigation. The logs which were received for another complaint, prompted this report and have been evaluated. The test log covering a two month period show that although the pressure transducers passed all the logged pre-use checks, their zero pressure output was drifting negatively and was getting close to the allowed limit. Investigation of returned pressure transducers from other complaints, located the drift problem, to the die in the pressure sensor on the board manufactured by a new wafer (semi-conducted material used for manufacturing of the die) supplier. Some sensors from this source have shown this drifting problem, therefore the use of sensors from this wafer source has been stopped for pressure sensors in new devices, and for the pressure sensor spare parts. The exchanged boards were manufactured with sensors with a die from the wafer source which has been stopped.